Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. As the lot number of the lotus introducer set was not provided, a request was initiated to bsc (distributors) to complete a ship history review in order to identify the probable lot number. The three most probable lot numbers were provided, these being 304284, 314990 and 304190. A review of the manufacturing documentation for these three lot numbers did not highlight any anomaly which could contribute to this reported event. Date of manufacture (dd-mmm-yyyy): 304284 (04 nov 2015); 314990 (08 jan 2016) and 304190 (16 oct 2015). Lot expiration date (yyyy-mm): 304284 (2017-10); 314990 (2017-12) and 304190 (2017-09). A similar complaint trend review has been completed. No trend has been identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes were assigned to this complaint, these being; 'anticipated procedural complication' and 'operational context'. Per csop0058, anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'; per csop0058, operational context is defined as where 'the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the risk documentation and based on this complaint investigation updates are required to the risk documentation for the lotus introducer sheath to detail patient death as a potential adverse event. An update is also required for the IFU p/n 139816-01 to detail patient death as a potential adverse event. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. There is no indication of a potential processing, design or use failure associated with this complaint. We will continue to monitor occurrence rates per the risk documentation. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following; "it sounds like the event was caused by the lotus sheath, however, it relates to the difficult anatomy of the patient. The tortuous anatomy likely led to the sheath being forced through the wall of the aorta which eventually led to the patient's demise. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Device not returned for evaluation.

Event description:
Tavi in a (B)(6) male patient with a challenging peripheral anatomy with some aortic aneurysms, a tortuous and kinked abdominal and especial severe kinked thoracic aorta. Unfortunately the pre-procedure CT didn't include the thoracic aorta. The decision was made by the implanters to treat the patient with a 27mm lotus valve after a bav with a 24x60mm vacs ii ((B)(4)) balloon catheter. The implant team discussed with the fcs the careful device tracking through the abdominal and thoracic aorta with good marker alignment and guidewire management. After the successful tracking through the first curve of the abdominal aorta the first implanter pushed the lotus catheter and caused a perforation of the thoracic aorta at the level of th12. The perforation was successfully treated by stenting with a 44x157mm "valiant" covered thoracic stent craft ((B)(4)). The patient was stable. After that the decision was made by the implant team and the fcs to treat the as with the more flexible catheter based 29mm evolut r valve system, but the patient got a hematothorax on the right thoracic side suddenly, which was treated with a drainage. Implantation of the 29mm evolut r in the stable patient with a postdilatation due to ar. After the tavi the hematothorax has been deteriorated and the implanters made several interventional diagnostics to find the thoracic bleeding source, but weren't able to find the source. As the patient became unstable (pressure and ECG) during the preparation of a thoracoscopy the team decided to continue the current treatment without thoracoscopy. As follow up there isn't new information. (B)(4) spoke with the user at the facility who indicated the lotus introducer set caused the vessel perforation.

Event description:
Tavi in a (B)(6) old male patient with a challenging peripheral anatomy with some aortic aneurysms, a tortuous and kinked abdominal and especial severe kinked thoracic aorta. Unfortunately the pre-procedure CT didn't include the thoracic aorta. The decision was made by the implanters to treat the patient with a 27mm lotus valve after a bav with a 24x60mm vacs ii (osypka) balloon catheter. The implant team discussed with the fcs the careful device tracking through the abdominal and thoracic aorta with good marker alignment and guidewire management. After the successful tracking through the first curve of the abdominal aorta the first implanter pushed the lotus catheter and caused a perforation of the thoracic aorta at the level of th12. The perforation was successfully treated by stenting with a 44x157mm "valiant" covered thoracic stent craft (medtronic). The patient was stable. After that the decision was made by the implant team and the fcs to treat the as with the more flexible catheter based 29mm evolut r valve system, but the patient got a hematothorax on the right thoracic side suddenly, which was treated with a drainage. Implantation of the 29mm evolut r in the stable patient with a postdilatation due to ar. After the tavi, the hematothorax has been deteriorated and the implanters made several interventional diagnostics to find the thoracic bleeding source, but weren't able to find the source. As the patient became unstable (pressure and ECG) during the preparation of a thoracoscopy, the team decided to continue the current treatment without thoracoscopy. As follow up, there isn't new information. Bfarm spoke with the user at the facility who indicated the lotus introducer set caused the vessel perforation.